Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was died again and had white display. Customer¿s blood glucose level was 7 mmol/l. Customer did not reported that the display of the insulin pump was flashing after being in the sleep mode. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had blank white lcd due to moisture damage on the electronic assembly. Unable to perform the displacement test, active current test, sleep current test and self test due to blank white lcd. Missing segments or partial display unknown.